Manufacturer narrative:
(B)(4). D10 - concomitant devices - nexgen stemmed precoat tibial component size 5 catalog #: 00598004701 lot #: 66611624. G2 - report source - foreign: event occurred in china. The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during knee arthroplasty that while the surgeon was assembling the articular surface with the tibial plate, the articular surface could not be seated. The procedure was completed with another articular surface after a thirty (30) minute delay. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. Visual evaluation of the returned product showed signs of use (nicked/gouged) and the dovetail feature was slightly flare and compressed. Dimensional analysis of the product determined that it was conforming to print specifications where measured. The device history records were reviewed and no discrepancies were identified. Damage to the articular surface can occur if the articular surface is not correctly placed and oriented before pushing it using the inserter. Detailed instructions for articular surface insertion are provided in the surgical technique. The root cause is attributed to use error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.